Event description:
At approximately 10:48am, pt was administering an insulin bolus for a meal using the pump. Very early in the bolus delivery, pump alarmed with a35. Pt/user confirmed that a35 was a "delivery safety check" according to manufacturer's alarm code card, which instructs that the alarm should be cleared and to call manufacturer only if the alarm repeats without explanation. The alarm allowed itself to be cleared by pressing sel and act. Pt/user attempted again to administer what they thought was the remaining portion of the bolus because the pump's memory showed that a portion of the bolus had delivered before the alarm. The pump's lcd screen began counting through each 0.1 unit of the bolus, but the pump did not "click" as minimed -mm- 508 pumps do while delivering insulin. Pump silently was delivering insulin, but lack of clicks indicated no insulin was being delivered. Pt/user suspended delivery and checked bolus memory which showed the bolus had been delivered before being suspended. Again, pt/user tried to administer bolus with the same results: screen counted out each 0.1u but pump did not click or deliver insulin. Alarm a35 sounded again. Pt/user cleared the alarm again and called mm's 24-hr help line. While on hold for a rep, pt/user disconnected from pump and removed resevoir, which had about 35 u of insulin remaining. While still holding for mm rep, pt/user prepared a new resevoir and tubing and inserted it into pump, lowering the driver arms and luer neck lever. While still disconnected from pump, pt/user attempted to prime pump. Pump lcd screen showed priming, but with no clicks and no insulin delivery. Still holding for mm rep, pt/user removed resevoir, lowered driver arms and performed a 7.2 unit lead screw -rotation- test. Again, the lcd screen counted through each 0.1 u, but lead screw did not turn at all. Then, mm rep answered the line. Rep eventually had pt/user repeat the lead screw test and report results--lead screw did not move. Mm rep acknowledged the fault appeared to be with the pump and not the infusion set, reservoir, or tubing. Rep informed pt that a replacement pump would ship but not until the next day and would not, therefore, be received by pt/user until two days later "whenever fedex deliveries were received" by pt/user, leaving pt/user without a functioning pump for about 48 hours. Pt/user is well-trained on using and maintaining the 508 pump and regularly administered the 7.2u lead screw test. Pt/user's basal rates are at least 0.9 u/hour and tdd -total daily dose- generally is between 50-65 units. Before it failed, pump gave no indication of any defect or problem, and pump, was neither dropped nor immersed in water, as the minimed rep inquired. About 1.5 hrs before the pump failed, pump apparently successfully administered a bolus of about 4u based on pt's before and after glucose readings. After lead screw problem was discovered, pump did not again alarm -a35- until one hour later after unsuccessfully attempting to deliver basal rate while disconnected from pt/user. Pt/user removed pump's batteries, as recommended by mm rep. Pt/user first wrote down memory data in pump: basal patterns, tdd history, and alarm history. In march, 2002, pt received and began using the suspected device -pump- involved the event. So, the suspected device had been in use for only 13 months. Also, the insulin used in the suspected device was novolog, which is FDA approved for use in insulin infusion pumps.